Event description:
A distributor contacted heartsine to report that a customer¿s device was continuously rebooting while attempting a rescue. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient did not survive.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to verify or duplicate the reported issue. The cause of the reported issue could not be determined. Heartsine archived the device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was continuously rebooting while attempting a rescue. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient did not survive.